Event description:
It was reported to philips that the azurion system has no x-ray output. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer has performed a planned coronary procedure, which was completed as planned as the issue occurred at the end of procedure. A philips field service engineer (fse) inspected the system onsite confirmed that no x-ray was possible. Analysis of log file identified that the tube arcing/current errors. Upon troubleshooting, fse identified that the system was reporting low current and performed tube diagnostics. The philips engineer replaced hivo transformer, the system failed during tube yield and fse turned the following day to replace x-ray tube. The x-ray tube was replaced and returned to philips for further analysis. The analysis identified that the root cause of x-ray tube failure was due to vacuum leak(position cannot be localized). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.